Manufacturer narrative:
Product ID 3776-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that his implantable neurostimulator (ins) was not staying charged as long as it used to; the charging intervals increased in the past 2 years from 16 days between charges to about 1 week between charging. The patient used the small, hand-held device periodically. The patient also had had both knees replaced, both hips replaced, and he has a pacemaker. The consumer also reported that he noticed the feeling of when it was working and when it was not. The hand-held device showed the level or degree of charge; the patient charged the ins more often than the previous week. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from the manufacturer representative reported that the patient was recharging more often. It was noted that the patient was getting great therapy. When the implantable neurostimulator (ins) was first implanted, the recharge interval was 14-16 days, but now the interval was 5-8 days. The patient was constantly achieving 8 coupling bars. It was also reported that the patient had been increasing amplitude as well. The manufacturer representative did not have a clinician programmer available for an interval calculation at the time of follow-up. If additional information is received, a follow up report will be sent.